Manufacturer narrative:
Model number/catalog number: 72404231. Serial number: n/a. Batch/lot number: 743021003. Model/catalog description: cx preconnect ms 15cm ps iz. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. Migration, mechanical issues and pain are acknowledged within the instructions for use (IFU) and are not related to off-label use or failure to follow instructions. The reported patient symptom of pain is a known risk associated with this device type and indicated as such in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) experienced abdominal pain. During consultation, the physician attempted to cycle the device without success. A revision surgery was performed, during which the physician noted that the reservoir had herniated from the space of retzius into the bladder, which was associated with the patient abdominal pain. The device was explanted and replaced. There were no further patient complications.